Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was diluent on the front left side of the diluter of the coulter lh 750 hematology analyzer. Customer reported that the fluid seemed to be originating from the backwash manifold or sample access module. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noticed that duro tubing that goes through the front blood detector (bd1) was punctured. The fse replaced the tubing.